Event description:
In several instances, the clips would close down on the mucosa and upon clip release, the clip would fly off or spring off the clipping site. Another manufacturer's clip was used to finish the procedure. An exact quantity was requested, but was unable to be specified by the initial reporter. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.